Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to received information, no malfunction with the device was found during on-site visit and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The reported tests failures were confirmed in provided device's logs. The problem was caused by the lack of oxygen pressure. The issue will be noticed during pre-use check. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to connection of o2 gas supply.

Event description:
Manufacturer's ref. #: (B)(4).